Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes section d9: date returned to manufacturer: jun 15, 2021 section d9: returned to manufacturer: yes device evaluation: the pcb00 product was returned in its original package. Visual inspection using magnification was performed to the returned sample which the plunger and pushrod was observed in advanced position. Residues of viscoelastic material were observed on cartridge. No damaged was observed to the cartridge and to the device. The lens returned outside the preloaded device. One of the haptic was observed detached. The detached haptic piece was not returned. No damage was observed to the lens surface and to the other haptic. The condition in which the sample returned is consistent with a product that was handled and prepare for surgical process the complaint issue reported could not be verified. Manufacturing record review: the manufacturing process record was evaluated, and no discrepancies were found during the mrr (manufacturing record review) related to this complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that two additional complaint folders were received for this production order number; however, no product quality deficiencies were identified in those cases. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age, weight, ethnicity: information unknown/not provided. If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted. Hence, not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported broken lens with an intraocular lens (iol). The account did not know if there was any patient contact. There was no incision enlargement, vitrectomy, or sutures required. The outcome did not significantly interfere with patient's activities of daily life. No further information was provided.